Event description:
It was reported that the pt returned with an infection approximately 3 weeks post a rotator cuff repair after three anchors had been implanted. Further communication with arthrex rep on 4/30/2008, indicates cultures revealed propionibacterium species were present. The area of surgery was irrigated and debrided, but the implants were not removed from the pt. No further pt info is available from the customer and no add'l adverse consequence have been reported with the pt. This device is used for treatment.

Manufacturer narrative:
Device history review revealed no issues with the sterilization of this lot. This is the first complaint of this nature for this part/lot combination. Based on previous evaluations, infection cases are usually hospital acquired due to cross-contamination. The type of organism identified in this pt is a common inhabitant of the skin, but a contaminant inside the body (blood & body fluids). This device is supplied sterile. The complainant's event is not considered a product related issue.